Event description:
The customer reportedly received the following results on the accu-check aviva system within 10 minutes: "hi" (greater than 600 mg/dl), 534 mg/dl and 144 mg/dl. The customer felt hyperglycemic with the "hi" (greater than 600 mg/dl) and 534 mg/dl results. She meditated for 5 minutes and obtained the 144 mg/dl result. No additional actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.